Manufacturer narrative:
The plant investigation has not yet been completed. A follow up will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported dialysis solution leaked out of the tubing. Patient stated the patient line tubing disconnected on its own and drained out onto the bed. Patient had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer.